Event description:
Richard wolf medical instruments corp (rwmic) received a maude event report indicating electrode sparked at distal end during procedure. Facility discontinued procedure and equipment removed. No injury to pt or staff was reported. Complaint log reviewed and a complaint was submitted by reporting facility ((B)(6) 2014, no spark reported at this time) on two device types due to burn mark seen on one of the device types (electrode), they consist of the following: electrode (463002) , report 1418479-2014-00006; working element (8680.224), report 1418479-2014-00008. User facility: (B)(6).

Manufacturer narrative:
On (B)(6) 2014, facility reported a burn mark where the electrode meets the working element and both devices were sent to rwmic for investigation. Investigation revealed electrode and housing of the working element were both bent. In addition, the seal in the electrode holder (where electrode enters the working element) was damaged. These two finding indicate the most likely root cause of the issue is incorrect assembly (electrode inserted with out scope) or electrical source was set too high. Additional information request, no response as of 04/01/2015. Rwmic considers this matter closed. However, in the event we receive additional information, we will provide manufacturer with follow-up information.